Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformance's, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter stated that a catheter dye study was performed in which the catheter appeared to be intact but it was not certain. It was reported that resistance was felt when pushing the contrast. It was reported that the catheter was possibly clogged. The catheter was later revised after discovering a kink at a dye study. The kink was at the connection point to the pump and it was not allowing any medication through the catheter. The revised portion was discarded.